Event description:
During turp procedure bladder was perforated. Bovie was connected to non-rem pad and a rempad alarm/return kept going off (even after disconnecting and reconnecting pads as well as changing cautery cord). Finally another bovie machine and cautery were brought in as substitute. Device was sent to engineering.